Event description:
Complaint was received in a batch report from the distributor ((B)(4)) on (B)(6) 2013. Caller alleged false negative hcg results. Results as follows: 3 dipsticks appeared false negative. Patients were at least 8-9 weeks pregnant - confirmed with ultrasound. No patient information was provided.

Manufacturer narrative:
As the product was expired, no investigation was taken. Complaint was received 8 months after the product was expired. No information on date of occurrence was provided. Unable to pursue further investigation. Insufficient information to determine the root cause. Product was expired 8 months ago. No other complaint was reported for this lot. Corrective action not required at this time.